Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Customer changed all supplies however, did not see insulin drips during the fill tubing sequence. Customer changed supplies again and resumed insulin delivery. Blood glucose was 520 mg/dl which was addressed with a supply change and injection.